Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# n505000, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, lot# serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was not released from the hospital for her implant procedure until (B)(6) 2014. The implant occurred on (B)(6) 2014. The patient had asked to stay one additional day because she was bruised on her cheek bones and under her neck. The surgery did not feel right and she was wondering if a nerve was hit. The patient was in the hospital until the afternoon of the day prior to this report. Follow-up was performed to determine the cause of the event, if any intervention occurred, if the patient was receiving effective therapy, and if the patient had any further concerns. This event will be updated if additional information is received.